Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a "speaker malfunction" inop and had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that the device displayed a "speaker malfunction" inop and had no sound. The device was not in use on a patient at the time of event, there was no patient involvement. The alleged device was removed from service. The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and noted that there was no failure to produce sound identified during evaluation. The repair technician indicated that the device produced audible sound. The customer received a replacement device.